Event description:
It was reported that electrocardiograms via a merlin.net transmission revealed atrial lead noise. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that electrocardiograms via a merlin.net transmission revealed atrial lead noise. The device was reprogrammed and the patient was in good condition.